Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: cuts in the silicone housing on the top side and the underside of the valve were noted, this has probably happened during ex-plantation. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the cuts in the silicone housing. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve failed, leaked from the cuts in the silicone housing. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3184 with lot ctlbnh, conformed to the specifications when released to stock in 9th october 2015. The root cause for the cuts in the silicone housing is probably due to a sharp object coming into contact with the silicone, this however could not be determined. The root cause to the problem reported by the customer is probably due to the cuts in the silicone housing. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt implanted and found not working after 6 months. The valve was revised.